Event description:
Event description guidant received information that this high-energy implantable cardioverter defibrillator (ICD) was replaced after 36 months of implant duration. The physician expressed dissatisfaction with regard to device longevity.